Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was inserted in left atrium. A thrombus was observed in hemostatic valve when dilator was retracted. The thrombus was unable to remove. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombus. Thrombus is listed in the instructions for use and is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.